Manufacturer narrative:
The lead was returned with no reported event. As received, only the connector end of the lead was returned in one piece for analysis. Visual analysis found full breach insulation degradation exposing the coil adjacent to the connector boot. Electrical testing did not find any indication of conductor fractures or internal shorts. Degradation adjacent to the connector boot.

Event description:
This report is to advise of an event observed during analysis. Degradation problem.